Manufacturer narrative:
The insulin pump had intermittent act and up button response due to corroded keypad traces. No button error alarm during testing. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that the buttons were not responding during a bolus attempt. He removed and reinserted the battery and the insulin pump alarmed button error. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 93 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.